Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to an elevated blood glucose (bg) level and diabetic ketoacidosis; bg value was not provided. Reportedly, intermittent occlusion alarms had occurred. Additional information was not provided. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.